Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40s mg/dl due to entering an incorrect value into the pump when calculating a bolus as well as needing carb ratio settings adjustments. Customer required their wife's intervention in the form of providing carbohydrates to address low bg. Reportedly, customer adjusted their carb ratio settings from 1u:8g to 1u: 9g and contacted their healthcare provider after the call with tandem technical support.